Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular repair of spontaneous iliac vein rupture zheng h, yang w-z, ke k, huang j-y. Annals of vascular surgery 2021; 73: 510.e1¿510.e4 https://doi.org/10.1016/j.avsg.2020.11.040. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented to ed with abdominal and back pain. An abdominopelvic CT showed a large hematoma in the lower abdominal cavity and around the liver. Contrast extravasation and venous thrombus of the left external iliac vein were discovered. The patient was brought to the interventional suite. A venogram showed the left femoral vein was full of thrombus and formation of collateral circulation. Then, a venogram showed ruptures on the left external iliac vein and stenosis of the left common iliac vein, suggestive of mayethurner syndrome. An endurant stent graft limb was placed to cover the ruptures. Stenosis was observed then but this resolved using a non mdt balloon expansion catheter on the area. An abdominopelvic CT performed at half month showed the abdominal hematoma disappeared. The vena cava filter was removed. The patient recovered well and was discharged after 2 days. No additional clinical sequalae were provided and the patient is fine.